Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a minicap transfer set was "broken". This occurred before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 & h11. H11: the device was received for evaluation inside the sealed pouch. A visual inspection, with the naked eye, was performed which observed a cut on the printed side of the pouch. The reported condition was verified. The cause of the condition could not be determined, however, possibly due to a sharp object. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.